Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) had an insulation break. The physician capped off the lead, but did not explant it.